Event description:
It was reported that the panel holder broke. The panel holder holds the user interface onto the ventilator system. There was no patient involvement. (B)(4).

Manufacturer narrative:
No faulty part has been returned for investigation or other visual evidence of the problem has been provided to present date. The investigation is based on earlier evidence from the same facility/hospital; where similar problems have been established and visual evidence provided have indicated a broken shaft in the panel holder. Information regarding the specific circumstances and environmental conditions at the hospital was sought, but was not received at that time. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It's however unknown to us under which conditions the reported panel holder broke. The reporting hospital does its own repairs. (B)(4).